Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device does not have any repair options and they should consider replacement options. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would no longer power on. There was no patient use associated with the reported issue.